Event description:
It was reported that; surgeon was using screwdriver and stripped the threads on the driver rendering it useless, rep was able to solve the problem by utilizing secondary backup to which was broken as well (this surgeon breaks these about every two weeks) the replacement device used was the backup and the screws were not left damaged and the case was able to close unimpeded.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No response was received regarding the follow up for information. Conclusion: the probable root causes of this event is not determined due to insufficient information provided.

Event description:
It was reported that; surgeon was using screwdriver and stripped the threads on the driver rendering it useless, rep was able to solve the problem by utilizing secondary backup to which was broken as well (this surgeon breaks these about every two weeks) the replacement device used was the backup and the screws were not left damaged and the case was able to close unimpeded.